Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with or charge his ipg. An sjm representative met with the patient and confirmed the issue. The patient is considering ipg replacement.

Manufacturer narrative:
This ipg serial number was included in a filed advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.